Event description:
The customer states that one patient sample generated a positive axsym toxo igg assay result of 58.4 iu/ml. This patient had previously tested negative for toxo igg. The customer retested the current and previous samples and both generated negative results. Controls have been within specifications. It was noted that the customer had never performed maintenance on the analyzer since its installation. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). No returned material was made available from the customer site for this investigation. Also, since the lot number(s) of the reagent used by the customer is unknown, three representative lots of the axsym toxo igg reagent were tested. Retained samples (stored at abbott laboratories) of three representative axsym toxo igg reagent lots (68772hn00, 71786hn00 and 73202hn00), list number 9k08-20, were tested with axsym toxo igg calibrators, controls and a panel used for the determination of specificity of this assay. Twenty (20) replicates of the positive control were tested. The calibration passed and all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. The % cv values obtained for the 20 replicates of the positive control tested with each of the three lots are in the expected range and comparable to variations listed in the package insert (in the section entitled, "performance characteristics, precision). No erratic results were obtained. All values generated for the specificity panel test were within manufacturing specifications. There was no indication that the axsym toxo igg reagents displayed any unexpected performance issues. As part of the investigation a review was conducted of the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 68772hn00, 71786hn00, 73202hn00 and associated sub lots. This review did not identify any problematic issues related to the customer's observations. The axsym toxo igg (9k08-20) assay package insert and the abbott axsym system operations manual - volume 2 contain sufficient information to address the customer's issue. Based on the current investigation, it has been concluded that the axsym toxo igg reagents, list number 9k08-20, lot numbers 68772hn00, 71786hn00, 73202hn00 are currently meeting their safety, effectiveness and label claims. The sample in question was not available for this investigation. Therefore the cause of the customer's observation remains unclear. No malfunction of the product was identified. This is a final report.

Manufacturer narrative:
Axsym probe. This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.